Event description:
It was reported that there were impedances greater than 4,000 ohms. It was noted that "c3" was greater than 4000 ohms. It was stated that an "MRI was due to lead positioning per technician". It was not clear what that meant. Additional information received reported that the MRI scan was not performed. There was no further diagnostic tests performed, and no cause of issue was determined and no interventions were taken. It was unknown if the patient was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v269090, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v141264, implanted: (B)(6) 2008, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v069269, implanted: (B)(6) 2008, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).